Event description:
Customer reported, the collimator closed down and the system locked up during a case. A reboot cleared the error and the case was completed. This is a one-time occurrence. No pt injury.

Manufacturer narrative:
The service rep retrieved the log files and noted the gib node disconnected from the arcnet. Ordered a gib board. Received and installed the new gib board. Loaded calibration and configuration files. Function checked ok.